Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was blotchiness on the screen, it went away and then she saw it again and it went away again. They ran self test and after it completed she stated she saw a shadow of the self test still on screen then it went away. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.